Event description:
It was reported that the patient presented to the clinic with an alert toning. Interrogation of the device showed that the rv coil and rv pacing impedance had spiked on the right ventricular (rv). Additionally, high/unstable thresholds were observed. Possible lead fracture was suspected. The lead was replaced and it was noted that the lead was partially extracted as the physician was unable to fully explant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg ICD, implanted:(B)(6) 2010. (B)(4).